Manufacturer narrative:
Insulin pump received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform all functional testing including the operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to blank display. Pump received with broken battery tube threads and cracked case display window corner.

Event description:
The customer reported via phone call that insulin pump had huge chunk missing around the battery cap. The customer¿s blood glucose level was unknown. Customer stated that there is a piece missing from the threads below the battery cap and crack down the side of pump. The device will be returned for the analysis.